Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a subsidiary representative via sems that an ar-3602-2 anchor broke during placement. The procedure was completed with the anchor.

Manufacturer narrative:
The complaint allegation is confirmed. Upon evaluating the customer-provided photo, it was noted a fibertak shaft was disengage/broken off the red handled at the weld. It was also noted that the shaft was bent. The most likely cause of the reported failure is user error, which can be attributed to excessive mechanical forces. 1220246-2023-07773.